Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The mother stated that they received the no delivery alarm since 7pm last night. The customer treated the high blood glucose readings with manual injection. The customer was unable to troubleshoot during the time of call. The customer was advised to call back when the alarm occurs to troubleshoot.